Event description:
The manufacturer received information alleging bad cough,sinus infections related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging bad cough,sinus infections related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation laboratory on 05/11/2023 for further evaluation. The device was evaluated on 06/27/2023. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed dust and dirt contamination inconsistent with degraded sound abatement foam throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress was found on the blower and blower box. The internal aspect of the device was inspected. The device's downloaded logs were reviewed by the manufacturer. There were one error found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the airpath and water ingress on the blower and blower box.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.